Event description:
It was reported that the device was used on a pt having a seizure. It was noted that at one point the pt appeared to stop breathing and started turning blue. The customer applied the pads to the pt in case there was an issue with his heart. The device then kept prompting "remove all clothing from pt's chest..pull red handle to open bag"; however, the unit did not analyze or go past this prompt. The pt recovered and there was no adverse affect as of result of the reported device failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was confirmed during functional and performance testing. It was observed that there were no pt records in the device memory. The customer also indicated that the exp date of the electrodes used during the reported event was 08/28/2011. The device was returned to the customer for use. The root cause of the reported problem was not determined.